Manufacturer narrative:
The previously reported elecsys hiv duo result of 215 coi was clarified to be 219 coi (reactive). The patient was a male. A second sample (sample 2) from the patient was obtained and tested on (B)(6) 2025. Sample 2 was tested on a cobas pure e 402 module, and the elecsys hiv duo results were 0.180 coi (non-reactive) and 0.290 coi (non-reactive). An abbott rapid test was performed with sample 1 and sample 2. The rapid test result for sample 1 was reactive, and the result for sample 2 was non-reactive.

Manufacturer narrative:
The calibration and qc were acceptable. The investigation determined the issue is consistent with a sample-specific discrepancy. Single false reactive results may occur as the specificity of elecsys hiv combi pt is less than 100%. All initially reactive samples (results = 0.9coi) should be re-determined in duplicate with the elecsys hiv combi pt assay. Repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The assay performs within specification.

Manufacturer narrative:
The serial number for the cobas 6000 e601 module is (B)(6). The serial number for the cobas pure e 402 analytical unit was not provided. The investigation is ongoing.

Event description:
There was an allegation of false reactive elecsys hiv combi pt and elecsys hiv duo results for 1 patient on a cobas 6000 e601 module and cobas e 402 analytical unit. The elecsys hiv combi pt result was 253.5 coi (reactive), and it was obtained on the cobas 6000 e601 module. On (B)(6) 2025, the same sample was tested on a cobas pure e 402 module, and the elecsys hiv duo result was 215 coi (reactive). The confirmatory testing result was non-reactive. The confirmatory test that was used was not provided. This medwatch will apply to the elecsys hiv combi pt assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the elecsys hiv duo assay.